Event description:
Patient was implanted with synfix-lr and 4 screws at l4-l5 and l5-s1 on an unknown date. Approximately 10 months post implant an x-ray shows the left s1 screw to be backing out. At this point the patient is happy with the outcome of the surgery and the surgeon has decided not to intervene to remove or replace the screw. There is fusion at l4-l5 and a non-union at the operative level not attributed to the backing out of the screw. This report is #4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.